Manufacturer narrative:
The insulin pump was received with cracked casing at the display window corners, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, and the reservoir tube lip completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a cracked reservoir compartment. The patient's blood glucose at the time of incident was 14.8 mmol/l. Troubleshooting was initiated. The drive support cap appeared normal. The caller was unable to identify how the reservoir compartment damage occurred. The insulin pump was returned and replaced.